Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No upload/download anomaly noted when using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer was treated by bolus with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer also states was unable to complete carelink upload. The insulin pump will be returned for analysis.